Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number : (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that during the measurement of the spo2 parameter, the spo2 value displayed on the intellivue mx800 patient monitor suddenly changed from 98 to 3. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that during the measurement of the spo2 parameter, the spo2 value displayed on the intellivue mx800 patient monitor suddenly changed from 98 to 3. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported. A philips field service engineer (fse) went to the customer site. The fse performed an evaluation of the device and was unable to confirm the reported issue. The device worked as intended and there was no trouble found. In addition, the fse obtained the configuration report from the monitor and the clinical audit log from the central station which were forwarded to philips product support engineering for analysis. Multiple good faith efforts were made to obtain additional information regarding the measurement server used with the mx800 monitor and the retrieved data, but were unsuccessful. As the retrieved logs were not provided for evaluation, the cause for the reported issue could not be determined. No further investigation or action is warranted.